Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 35 mg/dl at the time of the incident. The customer was at 268 mg/dl 3 to 4 hours before the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had high blood glucose levels as well on (B)(6) 2018. Customer needed assistance with completing a set change. The customer's meter had incorrect time. The insulin pump will not be returned for analysis.